Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned on 05/31/2018 for evaluation. Performed visual test and passed. The device will boot and charge. Performed receiver download and device passed. Performed overnight pairing test and receiver passed. The reported event of a loss of connection was not confirmed. The complaint could not be confirmed because the receiver passed all testing.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined."no additional patient or event information is available.